Event description:
Reporter alleged discrepant blood glucose values of 128 mg/dl on the customer's advantage system compared to the lab result of 258 mg/dl, when testing was performed 10 mins apart. It was stated customer had no high or low glucose symptoms at the time of the testing. Customer stated the lab was performed when he had a visit to his medical doctor, however, did not provide the reason for the visit. Customer indicated after the visit to the dr, his current sliding scale insulin dosage was increased from 9 to 12 units. No other actions were taken or treatment was rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.